Event description:
It was reported that the remote transmission showed a lead alert due to the right ventricular pacing impedance trending a steady increase from 600 ohms to 1100 ohms over approximately a year. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implant date: (B)(6) 2007. (B)(4).